Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. Further device information has been provided for the patient's replacement implants (right-sided lot number, 7290230, left-sided serial number (B)(4). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor became aware of an event detail that was mistakenly submitted in the initial report. The implantation date has been updated to (B)(6) 2005. No specific implantation date has been reported to mentor; however, the (B)(6) 2005 is an estimate based on the manufacturing date of the device. If additional information becomes available, a subsequent supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during evaluation of the sample, it was with observed several damages. First of all, an area of missing material located in the anterior view measuring approximately 1.0 cm x 1.1 cm; then two (2) tears ( a and b) were noted in the posterior view. Tear a was accompanied by a crease measuring approximately 0.3 cm and tear b measuring 4.4 cm. Microscopic examination was performed on the edges of the tear b and the missing material and it revealed parallel striations. No other anomalies were discovered. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Regarding the crease found, these kind of findings are consistent a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 300cc mentor smooth round moderate profile saline breast implant (catalog number 3501645, lot number 5610783). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with 300cc mentor smooth round moderate profile saline breast implants. After a mammogram on (B)(6) 2019, the patient's physician confirmed a right-sided deflation. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced with like devices (catalog number 3501645).